Event description:
It was reported that during a pci treatment procedure, the quantum maverick monorail 15/3.5 mm ruptured at 16 atms on the third inflation. The first inflation was to 8 atms and the second inflation was to 12 atms. The patient was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in an unspecified coronary artery. The quantum maverick monorail balloon was removed and replaced with a mercury 20/3.5 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.